Event description:
It was reported that this right ventricular (rv) lead exhibited noise. A revision procedure was performed and this was explanted and replaced. No additional adverse patient effects were reported. Further information regarding product return status has been requested.